Event description:
A customer reported a malfunction alarm on the pump, identified by malfunction code 14. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, providing pump reset information. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues return and acknowledged the instructions. There was no further follow-up mentioned regarding the outcome of the event.